Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump inaccurately delivered insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history showed the last delivered bolus an basal deliveries were on (B)(6) 2015. The pump was subjected to a 24 hour duration test with no alarms duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering within the required range. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.